Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient needed troubleshooting for a recharging issue. The patient reported difficulty with recharging. The patient was charging her ins battery, it got up to 80% and then it "clicked off". The patient tried to reposition the rtm and now the only thing it will do is say "connect the recharger" and once she presses ok, it just says it's looking for the device "forever". Patient reset the controller by removing the battery and then it prompted her to go through controller set up screens. The patient navigated the screens but was still not able to start ins charging session. "Checking the recharger" (screen 89) was displayed. It was reviewed with patient to use the controller away from sources of emi. Patient was recharging inside a motor vehicle. Recommended that patient try charging the ins again once outside of the motor vehicle and charging the controller up to 100% before attempting another ins charge session. The patient thought the controller battery was about 50% full. It was recommended that patient call back if issue is not resolved. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her device wouldn't charge, it continued to say ¿looking for device.¿ the patient reported that prior to calling she took out the battery and that didn't work. The patient reported that the person on the phone didn't have any suggestions, she thought it was issues from charging in my car, she said to try at my location when stopped and it still didn't work. The patient reported that the issues were resolved because of a manufacturer¿s representative (rep) gave her a loaner charger cord which she still had. The patient reported that the following week she had a scheduled appointment and got a loaner charger cable and this had worked, so that must have been what it was. No further complications were reported.